Manufacturer narrative:
Concomitant products: 4196 lead implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker's (crt-p) implant detection feature had not completed. Follow up could not determine why the feature did not complete. The patient was brought in to manually have the feature turned off. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.